Manufacturer narrative:
Log files of the eva system were received by d.o.r.c.. Investigation of the log files is ongoing. The complaint article was received by d.o.r.c.. Further investigation of the product is necessary in order to establish a root cause of this incident. No appropriate corrective/preventative actions can be taken until the investigation is completed. The complaint article was only received by d.o.r.c. Last week. Investigation of the product is necessary in order to establish a root cause of this incident and is currently ongoing.

Manufacturer narrative:
Log files of the eva system were received by d.o.r.c.. Investigation of the log files is ongoing.

Event description:
A customer reported that during a combined surgery , it was not possible to change from an anterior step to a vitrectomy procedure. An eva machine was not responsive to commands given neither from monitor nor from foot pedal level. The surgery was completed with a back-up unit. Patient harm did not occur, however the whole operation was prolonged due to this incident.

Manufacturer narrative:
With regards to this event, a foot pedal was returned for investigation. Logfile review did not reveal any anomalies. Functional testing of the returned foot pedal could not reproduce reported event. Investigation revealed an issue with the vertical parameters of the pedal (i.e. The pedal did not consistently return to the 0 position and sometimes remained between 1 and 3%). However the reported event could not be attributed to this anomaly. More detailed investigation, revealed that the collar rear left side of the foot pedal was broken consistent with damage due to improper force effect. This could sporadically result in a disturbed function of the pedal due to broken bits. Historic review of the equipment subject to this event indicated that no similar events have been reported over the last 5 years. Based upon the investigation performed the findings do not lead to a clear conclusion concerning the cause of the reported adverse event, however an unintended use error that triggered the damage of the pedal leading to a sporadically disturbed function can't be ruled out. No corrective or remedial actions are considered to be nececessary as a result of this incident.

Event description:
A customer reported that during a combined surgery, it was not possible to change from an anterior step to a vitrectomy procedure. An eva machine was not responsive to commands given neither from monitor nor from foot pedal level. The surgery was completed with a back-up unit. Patient harm did not occur, however the whole operation was prolonged due to this incident.

Manufacturer narrative:
Log files of the eva system were received by d.o.r.c.. Investigation of the log files is ongoing. The complaint article was received by d.o.r.c.. Further investigation of the product is necessary in order to establish a root cause of this incident. No appropriate corrective/preventative actions can be taken until the investigation is completed. With regards to this event, a foot-pedal was returned for investigation. Investigation of the foot-pedal revealed an issue with vertical parameters of the pedal. The pedal did not consistently return to the 0 position and sometimes remained between 1 and 3%. The foot-pedal was sent back to the supplier for further investigation. Currently, dorc is still awaiting the results of the supplier investigation in order to reach a final conclusion on the reported event. - attachment: [mir 2020-002466 second follow up report - signed 1222074-2020-00042 follow up 2.pdf].

Event description:
A customer reported that during a combined surgery, it was not possible to change from an anterior step to a vitrectomy procedure. An eva machine was not responsive to commands given neither from monitor nor from foot pedal level. The surgery was completed with a back-up unit. Patient harm did not occur, however the whole operation was prolonged due to this incident.

Event description:
A customer reported that during a combined surgery , it was not possible to change from an anterior step to a vitrectomy procedure. An eva machine was not responsive to commands given neither from monitor nor from foot pedal level. The surgery was completed with a back-up unit. Patient harm did not occur, however the whole operation was prolonged due to this incident.